Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The insulin pump received with intermittent down arrow button response due to corroded keypad traces. The insulin pump passed displacement test. The insulin pump alarmed motor error during basic occlusion test due to loose/flush drive support disk. We were unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error. The insulin pump received with normal operating current. The insulin pump passed self-test. The insulin pump passed off no power test. No unexpected rewind anomalies noted. No unexpected loud scratching noise anomalies noted. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked reservoir tube lip and keypad overlay texture damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer also reported a loud screeching noise form the insulin pump. The customer stated that the display cannot be read. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.